Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the colon during a laparoscopic right hemicolectomy procedure, the stapler was able to fire but there was an incomplete staple line. It was stated that there were no staple at the distal end of the cartridge. Another purple reload was used to fix the staple line and complete the case. There was no patient injury.